Manufacturer narrative:
Evaluation summary: the product was returned for analysis; haptic and optic damage was observed. The optical resolution and diopter cold not be verified the optic is too damaged to conduct additional testing. Solution with a small amount of blood was observed on the returned product. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A nurse administrator reported that following intraocular lens (iol) implant surgery, a patient reported trouble seeing. A lens exchange was performed three weeks later with a different model, same diopter lens. Additional information was requested. In a follow up, the nurse administrator reported that the patient was not satisfied with the performance of the original iol. The patient's symptoms resolved following the iol exchange.